Event description:
Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain. Update: 4/25/12 - medwatch report (B)(4) was received. Report states: this patient had a three year history of a metal-on-metal asr hip without problems. Patient then developed increased pain and discomfort, and underwent a revision of right acetabular component with metal debris. The operative note states: findings: grossly loose right asr cup, necrotic tissue that was pale gray encompassing the hip abductors involving the gluteus minimus and medius and the anterior aspects of the proximal vastus lateralis off of its origin from the proximal femur. Patient underwent a conversion with a constraint liner. A drain was placed. Cultures were obtained which have been negative. Preoperative aspiration was negative. Infectious disease was consulted given the gravity of the soft tissue involvement with this metal-on-metal hip. There were no complications during this case, and the patient was taken to recovery room in stable condition.